Event description:
It was reported that the external pulse generator had no ventricle output. The generator was returned for service. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, there was no ventricular output due to the heart lead flex being out of specification. It was also noted that one bail cover was broken, the battery contacts were compressed and the ring was bent. Further analysis was performed on the heart lead flex. This analysis confirmed the reported event caused by a cracked signal trace on the flex assembly. (B)(4).